Event description:
The event occurred on 22-jul-2024 to 25-jul-2024 involving a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch it was stated that the product was leaking with a medication of doxorubicin. The event occurred during infusion. The doxorubicin is in epoch (etoposide, vincristine, doxorubicin). Rituximab with another research study medication was dispensed with primary plum set tubing and a spiros attached on the end of the primary tubing set. Leakage occurred due to the spiros disengaging from the primary tubing. Another incident with the spiros was checked before infusing and it was able to be removed from the primary tubing. The spiros was replaced with a new spiros and connected to the primary line. The spiros was checked before infusing and it was able to be removed from the primary tubing. The spiros was replaced with a new spiros and connected to the primary line. There was patient involvement, no patient harm but there was a delay in therapy because they needed to stop due to leakage.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.